Event description:
While placing robotic ports, right stirrup hinge broke and fell to the ground while the patient was in full trendelenberg position. Surgical tech picked up patient's leg as soon as possible and attending surgeon was notified. Right stirrup was replaced. Evaluation of the device showed that one of the pins that engages the locking mechanism was missing and the other pin was backed out of the hole enough to disengage, causing the leg holder to fall. No patient injury was noted.